Event description:
It was reported that a malfunction occurred on the pump, though no notable events were identified prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the caller with the process. After the pump was reset, the malfunction code did not recur. The customer was advised to continue using the pump but to contact technical support if the malfunction code appears again.